Event description:
It was reported that a wireless battery module will not connect to the facility's server. The customer stated that there was no pt injury.

Manufacturer narrative:
(B)(4). The wireless battery module was returned and evaluated by baxter. Evaluation found the module to fail performance and inspection testing due to a failure on the radio pcb. The module was not within specification in relation to the reported symptom. The module was determined to be not repairable and was retired from service.